Manufacturer narrative:
(B)(4). Eval results: visual inspection of the returned product found the lens optic torn. Pieces of the lens optic and one haptic were torn off and missing. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, the most likely cause of the event was due to a training issue. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. The lens was removed with no pt injury. Another same model lens was implanted and a suture was required. The reporter stated the surgeon was being shown a new injection system, and the cause of the lens tear was due to a training issue.